Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up. During interrogation of implantable cardiac monitor (icm), it was noted that there was over sensing on the ventricular channel. Physician decided to not do any programming changes at this point but monitor the icm. There were no adverse consequences to the patient.